Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001822565-2021-00534 and 0001822565-2021-00535.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001822565-2021-00534 and 0001822565-2021-00535.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00534, 0001822565-2021-00535. Concomitant medical devices: femoral component option size c right catalog#: 00599401392 lot#: unk. Stemmed tibial component precoat a/p wedged size 4 catalog#: 00598800400 lot#: unk. The device will not be returned for analysis, as its location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a right knee revision three and a half years post-operatively due to pain. Attempts to obtain additional information have been made; however, no more is available at this time.